Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device, but couldn't duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -when the video connector, video cable and universal cord were shaken and the angulation was manipulated, the endoscopic image did not change and there was no abnormality. -when the device was energized for about an hour, a normal image was displayed and there was no abnormality. -when the video connector and the distal end were heated, a normal image was displayed and there was no abnormality. -there was no obvious damage to the insertion section. -there was no abnormality in the blade in the bending section. -the state inside the bending section was not disturbed and there was no abnormality. -the image sensor unit cable was bent and the coating was broken near the light guide connector on the universal cord side. -the universal cord was not crushed. Bending of the image sensor unit cable and breakage of the coating may have been caused by the image sensor unit cable running inside being loaded by bending, pulling, or twisting the universal cord slightly. The exact cause of the reported event could not be conclusively determined. However, based on the device evaluation results, the reported event may have been caused by a temporary disconnection or short circuit where the coating of the image sensor unit cable was cut. Since the internal organs in the bending tube moved during the angulation operation, the image sensor unit cable near the light guide connector moved forward and backward, so there is a possibility that the part where the coating was cut was temporarily broken or short-circuited. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the monitor screen disappeared when the bending section was angulated. The user replaced the device to another device and completed the intended procedure for treatment. The device was used in combination with the olympus video system center otv-s300. The reported event occurred in the week of (B)(6), 2021. There was no report of patient injury associated with the event.